Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced occlusion. The following information was provided by the initial reporter: on (B)(6) 2022 patient's lipid tubing was continuously alarming occluded around 1300 on 4/17 after being hung at 2055 4/16. I disconnected the tubing from the patient and flushed the PICC line, which flushed well. I tried another IV alaris pump but it continued to alarm occluded patient side. I then disconnected from the patient again and tried to prime some of the lipids through the tubing, but it would not prime.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary. No product or photo was returned by the customer. It was reported that the lipid tubing continuously alarming occluded. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 21075377 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced occlusion. The following information was provided by the initial reporter: on (B)(6) 2022 patient's lipid tubing was continuously alarming occluded around 1300 on (B)(6) after being hung at 2055 (B)(6). I disconnected the tubing from the patient and flushed the PICC line, which flushed well. I tried another IV alaris pump but it continued to alarm occluded patient side. I then disconnected from the patient again and tried to prime some of the lipids through the tubing, but it would not prime.